Manufacturer narrative:
Dtbb1d1 device; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing on the atrial channel was observed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated additional atrial undersensing during recorded episodes of atrial fibrillation (af)/atrial tachycardia were observed. The ra lead remains in use. No patient complications have been reported as a result of this event.